Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side 'fluid around implants' and 'concerns with the product'. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b5 b6 g2 h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side capsular contracture baker grade iii/IV and that the patient had an ultrasound stating "complex fluid surrounding¿ and removal from textured to smooth due to the concerns of the product.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.9, h.6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: observed broken device through microscopic inspection assessed as surgical damage . No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Later healthcare professional reported "I guess they had ruptured".

Event description:
Device was explanted and replaced and it is unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.